Manufacturer narrative:
Updated h6 - evaluation conclusion code.

Event description:
This report is being filed to submit an updated evaluation conclusion code.

Event description:
It was reported that the patient expired approximately 11 days post system explant for infection. The cause of death was unknown.